Manufacturer narrative:
(B)(4). Patient information was requested and the patient information was reported to be unavailable .

Event description:
The international customer reported the ventilator failed system pressure testing due to exhalation autozero solenoid cannot open. The customer reported patient involvement with no harm to the patient.